Manufacturer narrative:
The complainant indicated that the device will not be returned for eval, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
Same case as MFR report# 2134265-2008-03057, 2134265-2008-03059. It was reported that during a stenting procedure, a balloon break and balloon detachment occurred. The 80-90% stenosed lesion was located in the midly tortuous left common iliac vein. The procedure was being performed for treatment of iliac vein compression syndrome. The lesion was not pre-dilated. The wallstent 22mm x 45mm stent delivery system (sds) was advanced to the lesion and successfully deployed. The xxl 18mm x 4mm balloon was advanced for post-dilatation of the stent. The physician noted that the balloon length was shorter than the stent length, therefore, the physician post-dilated the proximal and distal stent via separate "gentle" inflations to unk atms using a 10cc syringe, however, the balloon broke on the second inflation. The physician drew negative pressure on the syringe at which time blood return was noted in the lumen of the device which the physician felt indicated a pinhole or balloon leak due to compromised balloon material. The device was removed intact and an xxl 16mm x 4mm balloon was advanced for post-dilatation of the stent. The balloon was inflated without difficulty two times utilizing a 10cc syringe to unk atms, however, following the second inflation the balloon was unable to be deflated. The physician attempted to apply negative pressure to the balloon while gently pulling the balloon back through the sheath, however, the entire balloon detached from the shaft of the device. The shaft was removed intact while the detached balloon remained partially deflated inside the pt. The physician advanced a snare device and was able to grasp the unspecified guide wire containing detached balloon. The physician was able to hold the balloon in this position while contra-lateral access was obtained. A second snare device was advanced from the contra-lateral groin in an attempt to deflate the balloon but was unsuccessful. The physician was able grasp the balloon with the snare device contra-laterally. The ipsi-lateral introducer sheath was replaced with an unspecified 18fr introducer sheath and the second snare device was advanced to grasp the balloon from the ipsi-lateral access site, however, the balloon was unable to be removed through the sheath due to its partial inflation. The physician removed the sheath and balloon as a unit and immediately inserted a second 18fr introducer sheath to "plug the hole". The physician felt that this maneuver caused some degree of vascular damage, however, a vascular closure was not necessitated. The procedure was completed at this time with no further intervention. The pt is reportedly "doing well" and the physician intended to perform an ultrasound of the pt's groin a day or so following the procedure to check for insertion site thrombosis. It was the physician's opinion that the wallstent may have caused or contributed to both balloon issues due to each balloon's contact with the stent's exposed bare "fringe" wires located on the ends of the sent.